Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line error was reproduced. A review of the event history log revealed multiple air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with air in line error. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.